Manufacturer narrative:
.

Event description:
It was reported that during a lap bowel resection the anvil fell apart during the insertion of the device. They were not able to connect the anvil properly. The surgeon had to then remove it from the patient manually and convert to an open procedure. They were required do a repair on the bowel during the open procedure. The patient is stable at this time.